Manufacturer narrative:
Device was used after its labeled expiration date. Broken piece was removed without complications.

Event description:
Dilapan-s were used after expiration (may 2010). During extraction one of them broke leaving a piece in uterus. Broken piece was removed subsequently.